Manufacturer narrative:
(B)(6). Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 03-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that during the procedure, the lead was found to have a short circuit. The lead was replaced with a new one to complete the procedure. The cause of the event was stated to be unknown. It was confirmed that he patient was currently in good condition and measures taken to resolve the event were effective. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
Analysis of the lot (lot no. Va1mgeq) found depth stop damage on the outer insulation of the lead and stylet wire 2.5 cm from the proximal end. If information is provided in the future, a supplemental report will be issued.